Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The representative reported via e-mail that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 35 mg/dl at the time of the incident. The customer declined to be transferred to the help line. The insulin pump will not be returned for analysis.